Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a total left knee arthroplasty on (B)(6) 2012. Subsequently, patient alleges pain, pressure, swelling, blisters on exterior leg, raw flesh against black and blue background and bloody fluid. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.